Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet and the paired ilet app briefly lost bluetooth connection, displaying an ¿ilet connection failed¿ message that cleared after the user selected ok, with glucose data visible on both devices throughout; the user also reported elevated blood glucose after eating chocolate. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.